Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient fell in june but fell forward on their knees and ribs. The patient reported that their device was working for about a month after implant, but then they went back to their usual bathroom habits of not making it to the restroom. The patient¿s healthcare provider instructed them to increase stimulation over a period of time to see if their bathroom issues improved. The patient stated that the day before the call they felt an electric shocking sensation that spread across their butt cheek and ¿really hard on their side.¿ the patient stated now they had a nickel sized burn mark where the shocking sensation was, and they had been putting burn cream on. The patient stated that every so often since that occurrence they sometimes felt thumping and uncomfortable stimulation which was making them hurt and this occurred when they went to increase the stimulation the day before the call. The caller stated that they saw the ¿turn stim on¿ screen so they pressed that button and then they experienced shocking, they were at 8.5v on program 2 at the time. The patient and their daughter believed that the stimulation was on the entire time and was not off and pressing the stimulation on button didn¿t cause the issue. The patient stated that they had been at 8.5v on program 2 for a month and were comfortable. The caller attempted to change programs on the call, but the patient still felt stimulation over their ins site on program 3 1.1v and program 4. The patient wanted to shut the device off until speaking with the healthcare provider. The caller successfully turned the ins off but didn¿t specifically state whether or not the patient was still feeling stimulation. The patient was redirected to their healthcare provider. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the replacement was scheduled for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the shocking at the ins site after pressing the stim on button was not determined. It was noted that the patient fell and was shocked at that time. It was noted that the patient was still getting shocked, and that the device would be replaced to resolve the issue. No further patient complications are anticipated or expected as a result of this event.